Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient tested a fingerstick sample and a venous sample on the meter, resulting with values of 5.7 inr and 5.2 inr. A sample was also collected from the patient at that time and tested in a laboratory using the dade innovin method, resulting as 4.0 inr. All samples were collected about 5 minutes apart from each other. No adverse events were alleged to have occurred with the patient. The patient did not mention if he was treated based on the meter results. The patient's therapeutic range and testing frequency were asked for, but not provided. The patient did not have any changes in diet or warfarin medication. The patient did not have a special or unusual diet. The patient did not have any changes in health or other medications. The patient had no concerns with hematocrit levels, lupus, or antiphospholipid antibodies. The patient did not use other blood thinners. The patient stated that a clot was detected in his arm during surgery recently. The clot was believed to be caused by the surgery. The blood clot and surgery were related to a car accident and not related to use of the meter. No treatment had been provided to the patient for the clot. The patient's doctor hoped that the clot would dissolve since it is low risk and the patient already takes blood thinner. The meter had not been cleaned, although the heater plate appeared clean. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 58%, donor 2 hct: 58%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.7 inr, customer meter with masterlot strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory.